Manufacturer narrative:
Pump received with no down button response due to moisture damage on the pcb 1. Pump received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 311 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive during bolus delivery. Unable to complete the keypad anomaly troubleshooting due to no available new battery. Customer also reported crack on the insulin pump after it was dropped. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.